Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, it was discovered the right ventricular lead exhibited noise leading to oversensing and inhibition. The physician elected to monitor the patient. The patient was in stable condition.